Event description:
The facility's biomed engineer reported an infusion pump with a 500 failure code. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure. Info was requested by baxter's customer service regarding whether or not the pump in use on a pt when the failure occurred, specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.